Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, some of the diagnostic information was not available on a transmitted record. The following days transmitted record was complete. The patient was stable with no consequences.